Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and as a result, the touch screen became intermittently unresponsive and frozen on the bolus/options screen. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.